Event description:
Rx needle knife xl disposable has needle knife protrusion and it does close or go inside or designed. Rx needle knife xl to be used in case prior to case, registered nurse tested the device, the needle knife portion remained exposed and would not retract as designed. Item as a result not used.